Event description:
It was reported that a drill bit broke during procedure and part of it was left in patient. The surgeon was aware and the surgery continued as planned. The drill bit broke off in the patient's bone, and the surgeon decided that it would cause more harm to attempt to remove it than to leave it. This was then disclosed to the patient.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: location unknown.

Event description:
No further event information available at the time of this report.